Manufacturer narrative:
Involved device has been discarded, therefore is not available for identification and analysis. No review of manufacturing records can be performed since lot number is unknown.

Event description:
Revision surgery was performed on (B)(6) 2026 due to cuff failure. The patient underwent a primary total shoulder arthroplasty about 6 year ago with a catalyst humeral head and lima tt hybrid glenoid (pn 1379.59.100). Due to cuff failure, the patient has been converted to a reverse configuration, removing the pre-existing glenoid and replacing it with the tt hybrid reverse baseplate (pm 1379.15.160) and 36mm glenosphere (pn 1374.09.111). No information regarding humeral part were provided. Patient is female, date of birth (B)(6) 2026. The event occurred in the united states.